Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 813534 h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) insertion, the customer tried to insert the sheath but the tip of the sheath was split. A new insertion kit was opened and a new sheath was inserted without issue. There was no patient harm or adverse event reported.